Event description:
It was reported the pt has not charged or used her system for an extended period of time. The sjm rep met with the pt and indicates the ipg will not communicate with external devices. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. The ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.